Event description:
It was reported the patient ¿had turned her implantable neurostimulator (ins) off because she had a kidney infection and the ins was making it worse.¿ it was noted that at the time of report the patient¿s infection was ¿getting better.¿ additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 399930, lot# v049183, implanted: (B)(6) 2008, product type: lead. Product ID: 399930, lot# v049183, implanted: (B)(6) 2008, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).